Event description:
It was reported to philips that the device gave an error indicating the image disk was full, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened, and procedure was completed by deleting the previous study. A the philips remote service engineer (rse) inspected remotely and found device gave an error indicating the image disk was full. After reviewing log file rse found image disk is full. To resolve the issue, fse recreated the image disk. After recreating the image disk, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. After deleting the previous study, the process was completed on same allura system. This scenario includes that the system is restarted normally. Since the procedure is completed on same allura system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user dose not clean the image store database before using it properly, that's the issue happened. This event would not be reportable. The codes were updated based on the investigation outcome.